Event description:
It was reported "the cuff could not be inflated because the pilot balloon sticked together, it was not the cuff that sticked to the tube but the pilot balloon that sticked together". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the cuff could not be inflated because the pilot balloon sticked together, it was not the cuff that sticked to the tube but the pilot balloon that sticked together". No patient involvement reported.